Event description:
It was reported a patient's left ventricular lead presented with failure to capture due to dislodgement, confirmed via x-ray. The lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.